Event description:
It was reported that a CT scan that was performed for an unrelated event demonstrated a vena cava filter limb extending beyond the ivc wall into the aorta. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were provided for review. Based upon the images provided, the complaint investigation is confirmed for filter limb perforation of the ivc; however, the definitive root cause could not be determined based upon the available information. G2x/express/eclipse/denali: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall.